Event description:
Penile implant defective: coloplast touch scrotal zero degree angle cylinder set with pump, cl reservoir implanted on (B)(6) 2016. Coloplast touch pump replaced on (B)(6) 2017. Value would not close properly and had to be replaced, which required surgery on (B)(6) 2017.